Event description:
Procedure type: lobectomy. According to the rptr: when opening the pouch in the cavity, it was found that some part of pouch had split and it was difficult to retrieve the specimen. Another device was used to complete the procedure. No bleeding occurred. No tissue damage occurred. Nothing fell into the pt cavity. There was no pt harm. Operative time was not extended more than 30 mins.

Manufacturer narrative:
(B)(4).